Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage. The main tube was broken at the distal end. The instrument was found to have a broken main tube approximately 1.52 from the distal tip. A piece measuring proximately 0.161¿ x 0.069¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The conductor wire was broken inside the proximal clevis hole where the main tube damage is located. The instrument was found to have a detached fragment. The detached fragment originated from the broken main tube. A piece measuring proximately 0.161¿ x 0.069¿ was not returned with the instrument. The event caused partially or wholly by the user of the device including sample handling.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the forceps could not be removed from the port, so the port was removed with instrument. The shaft was subsequently broken in an attempt to remove the forceps from the port. As a result, no broken pieces fell into the body cavity. There were no fragments falling from the device while used within a patient. The port was removed with instrument. They broke shaft to remove instrument from the port. The patient has not returned to the hospital experiencing any post-surgical complications.